Manufacturer narrative:
The meter and test strips were requested for investigation. The customer stated the test strips were no longer available to return. The returned meter was tested using retention test strips and quality control materials. Control ranges: level 1 100 - 136mg/dl, level 2 261-353 mg/dl. Results: level 1 ¿ 116,117,115 mg/dl, level 2 ¿ 301,304,304 mg/dl. All returned results are within an acceptable range. No information was provided in the complaint that would point to a cause for the result discrepancy. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable glucose results with accu-chek inform ii meter serial number (B)(4). The reporter stated when a measurement is performed consecutively, the device displays different readings. The reporter provided the following example of questionable results for one patient sample: the result from the meter at 03:16 was 222 mg/dl (12.3 mmol/l). The result from the meter at 03:19 was 123 mg/dl (6.8 mmol/l).